Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that the female connector was separated from the main body of the transfer set. The reported condition was verified. The cause of the event was determined to be manufacturing related due to inadequate solvent application during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of the transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.